Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 09-jan-2023. The device evaluation was completed on 24-feb-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed a dent in the dilator and that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dislodged valve could be related to the sheath resistance as well. Device history record evaluation was performed for the finished device 50000208 number, and no internal actions related to the reported complaint condition were identified. The resistance and dilator damage issues reported by the customer were confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside of hub component. Initially, it was reported by the biosense webster inc. (Bwi) representative that during the procedure, the dilator was experiencing a lot of resistance going into the vizigo¿ sheath. The sheath was flushed in a normal manner and when inspecting the sheath, "a white substance or what looked like glue on the hub" was observed. It was found in the hub the dilator inserts. The bwi representative explained that the dilator would not advance into the sheath more than three inches. To troubleshoot, the vizigo¿ sheath was replaced. No adverse patient consequences were reported. The resistance was between the sheath and the dilator. Unknown if the resistance resulted in damage to the sheath. It caused damage to the dilator. There was resistance inserting the dilator into the sheath for the first time. The dilator was kinked. The dilator was not able to be passed through the sheath. The resistance with sheath was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. The potential for patient injury is remote. The dilator damaged was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that the hemostatic valve was dislodged inside of hub component. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 24-feb-2023.